Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: the device was received with clear gel. No foreign material was observed within the device or on the shell surface. During the initial evaluation the device appeared intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent breast augmentation with a 475cc mentor memorygel breast implant on both sides and experienced right side capsular contracture; baker grade iii, and left side capsular contracture; baker grade IV postoperatively. As a result, the devices were explanted on (B)(6) , 2019. On (B)(6) 2021, mentor became aware that the replacement devices used on (B)(6) 2019 were catalog number 3505504bc; serial number (B)(4) on the right side and catalog number 3505504bc; serial number (B)(4). This medwatch report is for the patient¿s left-sided device.